Manufacturer narrative:
G4:23feb2021. B4:23feb2021. H11:g5:k102985, h10: the customer stated the ventilator was delivering therapy to a patient at the time the issue occurred and the unit was swapped for another one. There was no delay, medical intervention or harm reported. The internal battery was 9 years old and was replaced last october 5, 2020. The old battery was reported to have been discarded. Per the v60/v60 plus ventilator service manual, the battery is to be replaced every five years as per periodic maintenance procedures. The battery has reached shelf-life as specified by the manufacturer. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:18mar2021. B4:20mar2021. When the problem was initially reported to philips, the customer also indicated the occurrence of error codes related to blower stalled and alarm light emitting diode (led) failure. All of the reported errors were related to the power management (pm) board failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18sep2020.

Event description:
Customer contacted technical support (ts) reporting that the device is displaying backup alarm failed, auxiliary alarm supply failed and 35 v supply failed error messages. Device will not turn off, must remove power. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. Manufacturer's field service engineer (fse) evaluated the unit and confirmed the reported issue. Fse replaced the unit's power management (pm) pcba to resolve the reported issue. Unit was tested and passed testing except for internal battery. Internal battery needs to be replaced.